Event description:
The patient was getting flu shot administered. When I went to inject the patient, the needle fell off the syringe and patient received no vaccine. The harm to patient was they had to be poked twice.